Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was transferred to the intensive care unit and never recovered neurologically and family pursued comfort measure only. The ventricular assist device was turned off and the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home with active low flow alarms. Ventricular fibrillation was noted upon arrival of emergency medical services and advance cardiac life support was provided. The patient was admitted for post cardiac arrest care. The log files were sent in for review and captured low flow alarms on (B)(6) 2021 from 14:08-14:41. There were no external power/power cable disconnects on (B)(6) 2021 at 14:44 during power change. There were additional low flow alarms on (B)(6) 2021 from 14:48-15:13. All parameters went back to normal on (B)(6) 2021 at 15:15.

Event description:
Additional information: it was reported that the patient was intubated and external defibrillation was performed. The cause of the low flow alarms was determined to be the ventricular fibrillation/cardiac arrest and resolved after return of spontaneous circulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low flow alarms. According to the account, the low flow alarms were due to ventricular fibrillation and cardiac arrest. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021. The file captured intermittent low flow hazard alarms on (B)(6) 2021. The pump appeared operate as intended at the set speed. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive at home with active low flow alarms. Ventricular fibrillation was noted upon arrival of emergency medical services and advance cardiac life support was provided. The patient was admitted for post cardiac arrest care. The log files were sent in for review and captured low flow alarms on (B)(6) 2021 from 14:08-14:41. There were no external power/power cable disconnects on (B)(6) 2021 at 14:44 during power change. There were additional low flow alarms on (B)(6) 2021 from 14:48-15:13. All parameters went back to normal on (B)(6) 2021 at 15:15.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.